Manufacturer narrative:
Log file analysis confirms the reported issue - during the procedure in question, two instances of encoder check errors have occurred i.e. The measured ventilator piston position did not match the expected one. The reported behavior incorporates exactly the defined system response for such condition. The device was power-cycled two times after the procedure had been finished; the automatic power-on self test had been passed each time without deviations. The ventilator motor had been replaced in follow-up of the event. It was subject to in-depth testing and a long-term endurance run. All the tests produced no findings; the motor did not exhibit any malfunction again and all parameters like power consumption, rotation behavior and overall appearance were within expected range. Although the phenomenon itself can be confirmed, a root cause could not be determined. An imaginable scenario would be temporary deposition of dust/dirt on the encoder disc that compromised the optical detection of the light barrier unit. Dräger finally concludes that the system has responded to a deviation of unknown origin as designed - automatic ventilation was shut down to prevent from serious damages to the system and the user was alerted to this condition by means of a dedicated alarm. Manual ventilation as well as the monitoring functions remain available to the full extent. The procedure could be finished without any consequences for the patient.

Event description:
It was reported to dräger that while in use, the device shut down ventilation and posted an alarm indicating that only manual ventilation is possible. The surgery was finished using the in-built breathing bag; no consequences for the patient have occurred.